Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s report of the unit was exposed to water was not confirmed. There were no signs of water damage. However, the service center reported no image when the unit was powered on due to a faulty qb board. In addition, the top right corner of the bezel and rear cover was noted to be damaged due to mishandling. The unit was in burn-in test using a test qb board for 6+ hours and functioned normally. The cause of the qb board failure is unknown. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the unit was exposed to water. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and legal manufacturer investigation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness. Indication phenomenon occurred because the qb-pcb failed. The reason why the qb board broke was not identified because there was no shipment of the actual product. The legal manufacture presumed that since 6 years and 8 months have passed since manufacturing, it is considered to be a failure due to aging.